Manufacturer narrative:
Investigation: the disposable set was unavailable for return and analysis. Based on the donor's reaction, this was likely an allergic reaction. The device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would contribute to the allergic reaction. A review of the lot for similar reports was carried out, none have been reported. Root cause: donor reactions are a known possible side effect of apheresis procedures.

Event description:
The customer was unable to provide the patient's age.

Event description:
The customer reported that a donor had a 'severe reaction'. Approximately, 33 minutes into the platelet collection, the donor commented that he felt hot. Within a minute, he felt cold and was very itchy. The reaction then progressed to swelling and he felt that his throat was closing. Transport was called, they gave him im benadryl and then transported to the emergency room. The customer followed up with the patient on (B)(6) 2013. He stated that he is ok and was put on prednisone. He followed up with an allergist. Patient age is not available at this time. The disposable set is not available for return for evaluation because the customer discarded it. This report is being filed due to donor reaction requiring medical intervention via medication and an ER visit.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided